Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the incision on the back of the patient¿s neck was open and the wire was exposed. Surgical intervention took place wherein the system was explanted.